Event description:
It was reported that the patient experienced pain at the ipg pocket site. As a result, surgical intervention took place on (B)(6) 2024 wherein the ipg was relocated. During the procedure, it was discovered that the left s1 drg lead had migrated. Post-operatively, stimulation therapy was restored using the right s1 lead, and surgical intervention may take place at a later date to address the lead migration issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.